Event description:
Reporter indicated that communication could not be established with a patient's generator. It was reported that the patient's generator had been interrogated successfully the previous week. It was found that the handheld computer had been plugged into the wall during interrogation and that the programming wand's 9v battery may have been depleted, but the patient was no longer at the office to confirm that this was the cause of the communication error.